Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No motor error alarm during our testing and the motor passed motor test. The insulin pump has cracked case at the display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with button error alarm on her daughter's insulin pump. The customer's blood glucose at the time was 152 mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis. The customer also mentions that a while back she got a motor error alarm, but was able to clear it. The customers' mother states they never reported the motor error alarm to the help line.